Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose was 400 mg/dl. It is unknown whether the customer had any symptoms related to high blood glucose. Customer also stated that the insulin pump was slow in rewinding. The insulin pump will not return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.